Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not been received the product for failure analysis evaluation. No specific date, procedure, or instrument details were provided. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
The customer site reported that they have experienced multiple events of da vinci instruments breaking during gynecological procedures. It was reported that wires had popped off multiple instruments at all points of their life cycle. Multiple fragment fall into patient events occurred due to these events and x-rays were performed to confirm nothing was left inside the patient before closing. No specific instruments, names, or dates were provided. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.